Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a backup alarm failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Multiple attempts were made to gather additional information regarding the reported issue. The response received only indicated that the customer cancelled the onsite repair that was originally requested. No other information could be obtained. No further service was provided by philips. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.